Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was received and evaluated. The device was returned in its original packaging. The lot number was confirmed. The stylet wire and stylet were both present. Taped inside the packaging was a small tube-like container which contained what looks to be a broken piece of the needle tip. The handle lock is able to slide back and forth and lock into position. The sheath adjuster screw was able to rotate and lock into place. The connecting slider is able to slide into both positions. The distal hypotube was present and in the correct location. When fully advancing the handle, the needle was able to protrude approxmitaely 1.03 inches from the distal end of the sheath. The tip of the stylet wire was able to be seen at the end of the needle. With the small needle tip component in the bottle provided, a conclusion could be drawn that the needle tip did indeed fracture off. The needle tip from the tube was approximately 0.47 inches. The needle tip was sharp and without physical damage. Based on the inspection, the initial complaint of the needle breaking can be confirmed. The dhrs ( device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This lot number found no associated ncrs (non conformances), reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon resulting from forcing the device through resistance. On page 13 of the device IFU (instruction for use), it states: do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
UDI added. Correction to g3 of the initial medwatch. The aware date should be 06-aug-2021. Correction to h6-investgation findings of the supplemental report.

Manufacturer narrative:
The subject device is being shipped from olympus (B)(4) to original equipment manufacturer (OEM). Photos of the subject device was provided for review and evaluation to date, the subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation. Reporter name/ contact not provided.

Event description:
As reported, the needle broke off during puncture. The user used a new needle to complete the procedure. There was an unknown delay in the procedure due to changing to a new needle. Patient was not injured and needle tip could be removed. Customer works with olympus ebus equipment and the scope was not damaged due to broken needle. The issue occurred during an (endobronchial ultrasound bronchoscopy) ebus procedure. There was no patient injury or harm reported due to the event. No user injury was reported.